Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube the tube was cracked. The following information was provided by the initial reporter. The customer stated: "before blood collection cracks in the tube was found."

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube the tube was cracked. The following information was provided by the initial reporter. The customer stated: "before blood collection cracks in the tube was found."

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 100 retained samples were visually inspected, and no defects were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.